Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, no capture issue and high impedance issue was observed on the rv lead. Patient symptom information was unknown. Patient was brought into the clinic for evaluation. Lead revision will be discussed. No further information available.